Manufacturer narrative:
(B)(4). Approximate age of device ¿ 64 days. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device. It was reported that while walking down a step, the patient become dizzy, tripped, and hit their forehead. It was reported that the patient did not have any alarms prior to feeling dizzy. The patient presented to the hospital where a workup was notable for a hemoglobin of 5.6 g/dl and a hematocrit of 15.6%. The patient was found to have a positive guiac stool. The patient was transfused 2 units of packed red blood cells. No further information was provided.

Manufacturer narrative:
A correlation between the device and the reported symptoms could not be conclusively determined. Bleeding is listed in the instructions for use as a potential adverse event that may be associated with the use of the heartmate ii left ventricular assist system. The patient remains ongoing on lvad support. A review of the device history records revealed no deviations from manufacturing or quality assurance specifications. The manufacturer is closing the file on this event.